Event description:
It was reported this r-port was placed in 2000. In 2001 the port was removed due to the catheter braking. In 2003 the physician reported this event which occurred in 2001. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. The device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. Without evaluating the device company is unable to determine if the device met its specifications. Company believes user techniques, and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.